Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. This investigation is ongoing.

Event description:
The user facility reported a vacuum/ infusion issue. Additional information was acquired, during surgery something with the segment/quadrant mode went wrong, and the eye completely collapsed. The surgeon then reported, the patient required a vitrectomy. Neither the surgeon or the surgical facility could provide patient outcome. There are no other surgeons having issues with the units.

Manufacturer narrative:
No sample was provided so we were unable to investigate for root cause. The customer reported hundreds of these products are used weekly and no other surgeon has any issues with the units. A review of the complaint trending shows no issues in the past year related to the reported sku. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.